Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was deployed as received and connected to the core wire. Blood was on the device and implant as received. There were numerous kinks throughout the shaft of the wds. Microscopic examination revealed damage to the inner sheath consistent with damage from the implant anchors as the implant is recaptured into the sheath. Microscopic examination revealed damage to the tip. Microscopic examination revealed no damage to the core wire. Visual and microscopic examination revealed implant anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. Functional testing could not be performed because the implant was deployed and the wds was not returned inside a watchman access system (was). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04876. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were advanced into the patient's laa. The closure device was positioned too proximal, therefore requiring a recapture. During the recapture, the anchors were getting caught on the system and the closure device could not be fully resheathed. The physician pulled the system into the left atrium and used significant force to finally fully recapture the device. The was and wds were then removed together. The procedure was completed with two new devices. They opted to go with a 27mm watchman ® laa closure device which was still a correct size, but did have lower compression. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-04876. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were advanced into the patient's laa. The closure device was positioned too proximal, therefore requiring a recapture. During the recapture, the anchors were getting caught on the system and the closure device could not be fully resheathed. The physician pulled the system into the left atrium and used significant force to finally fully recapture the device. The was and wds were then removed together. The procedure was completed with two new devices. They opted to go with a 27mm watchman ® laa closure device which was still a correct size, but did have lower compression. There were no patient complications and the patient was fine.